Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during placement of the PICC, the package was opened to inspect the catheter for functional integrity. During the inspection, it was found that the distal end connector of the catheter was dislodged from the extension tubing connection and the stylet could not be removed. The catheter was unable to be used properly. The catheter placement was completed with a new catheter replacement.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged t-lock assembly was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr single lumen powerpicc catheter. The sample was received with an inlaid stylet and attached t-lock assembly. Light residue was observed on the stylet wire. A complete break was observed in the t-lock assembly proximal of the male luer adapter. Microscopic inspection of the fracture site revealed a sharply defined, finely granular fracture surface. A portion of the fracture surface exhibited slight deformation and whitening. An attempt to replicate the sample damage using a similar non-complainant device resulted in extensive deformation and discoloration. The slight deformation and discoloration suggested that mechanical stresses likely contributed to the break; however, attempts to replicate the damage resulted in significantly more deformation, suggesting that an additional unidentified environmental factor(s) likely contributed to material failure. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that during placement of the PICC, the package was opened to inspect the catheter for functional integrity. During the inspection, it was found that the distal end connector of the catheter was dislodged from the extension tubing connection and the stylet could not be removed. The catheter was unable to be used properly. The catheter placement was completed with a new catheter replacement.